Event description:
Per the clinic, the patient developed a skin flap breakdown at the magnet site. The patient was prescribed oral keflex (dosage and duration not reported). One week later, on (B)(6) 2013, the patient was prescribed oral avelox (dosage not reported). The patient has been advised to discontinue use of the processor at this time and antibiotic treatment is ongoing as of the date of this report, (B)(6) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.